Event description:
The customer called for help with her breeze2 meter. While troubleshooting, she performed control tests and received a result of 71 mg/dl. The normal control range was 114-165 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, but the qa lab only received the meter. Replacement products were sent to the customer.

Manufacturer narrative:
The qa lab was not able to conform the low result complaint. They did find the returned meter to have a single abrasion in the sensor presentation area of the meter. The abrasion occurs when one of the contacts that must touch the sensor is lifted. This causes the meter to not countdown.